Event description:
Per the clinic, the patient experienced intermittent sound, poor performance, fluctuations in volume and poor sound quality. The patient also developed fluid drainage from the ear. Subsequently, the device was explanted on (B)(6) 2025, the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the device.